Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise creating pauses. It was also reported that the rv lead exhibited unstable thresholds, a possible fracture and  high/undefined impedance. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.